Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the staple cartridges were fully fired with the sleds fully advanced. Functionally no abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,intra-operatively, the device was unable to fire, the handle did not recognize the loading unit and cartridge as a smart/chipped loading unit. The handle incorrectly recognized the loading unit/cartridge as a non-chipped smart reload. Also, upon attempting to fire the reload, the device would not fire. Two (2) different loading units was tried with the staple cartridge and it would not fire and continued to display incorrect loading unit in the display. A new device was used in order to resolve the issue. The case was delayed by at least 30 minutes due to this issue. There was no patient harm. No reinforcement material was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: in lap sleeve gastrectomy.